Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Blood glucose level at the time of the incident was 416 mg/dl and 236 mg/dl. Customer stated they received alarm after changing set and reservoir. Customer stated the tubing was not bent or kinked. Customer stated they had not tried all remedies. Customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.